Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a german patient experienced an inappropriate defibrillation event on (B)(6) 2014. Motion artifact contributed to the false detection. The patient was reportedly conscious. The patient's home care nurse was putting the lifevest on the patient after a shower. The response buttons were not pressed during the event. The patient remained at home and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained at home and continued use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4); 05/2013. Electrode belt: (B)(4): 02/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.